Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 63 months ago. Aneurysm morphology at the time of the implant was not reported. A recent CT demonstrated disease progression with aortic neck dilatation and type ii endoleaks. The aortic neck was initially 22 mm in diameter and approximately 2 cm in length. It was reported approximately 2 years post implant the films revealed that the stent graft had a good seal and was close to renals arteries; however, the aortic neck diameter had expanded up to 25 mm. Currently the aortic neck diameter is 26-28 mm just below the renals and there is a type I endoleak. There is almost no aortic neck to seal and the stent graft is 1cm or less from the renals. It was reported that there are prominent type ii endoleaks and a distal left iliac limb endoleak. The physician elected to place a 28 mm aortic cuff proximal to the bifurcated stent graft and a 16x20x115 iliac limb in left iliac artery. The endoleaks were resolved after the procedure. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Secondary intervention required) - evaluation results: endoleak, disease progression resulting in aortic neck and iliac limb dilatation, type ii endoleaks.